Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a power supply unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the failure of the power supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center had two loud pops and smoke was generated from the device. The xenon light source was linked to the device. The issue occurred during reprocessing. The intended diagnostic colonoscopy procedure was completed with the same set of equipment, and the customer was not under sedation. There was no patient harm associated with the event. This complaint is related to patient identifier (B)(6).